Event description:
It was reported that during a rf ablation/ pulmonary vein isolation procedure, a versacross connect for carto vizigo was selected for use. The transseptal puncture (tsp) was performed in first attempt using one rf application and then exchange for vizigo sheath. It was noted that rf wire tip visibility on flouro does not meet physician's need. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.